Event description:
Customer called to report that the insulin pump alarmed no delivery during manual prime. Customer reported that they were hospitalized for issues unrelated to diabetes. Customer's blood glucose reading was 136 mg/dl. Customer reported that the alarm was resolved by a complete set change. Troubleshooting was not possible because the no delivery alarm was resolved by a complete set change. Customer was also able to prime the pump after changing the infusion set. Product is not being returned, however product is being replaced at customer's request.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.